Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the tip of the basket was separated. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the tip of the basket was separated. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block h11: investigation results the returned trapezoid rx lithotripter basket was analyzed, and a visual analysis observed that the device returned without the basket tip. No other issues were noted. The reported event was not confirmed. If the device was used during the procedure, the tip could have been deployed if there was excessive force used from the handle thumb ring. It is also possible that if the device was used and the stone could not be destroyed, the tip was detached as a safety measure. However, this is how the device was supposed to work if the stone could not be crushed. Based on all available information, the most probable root cause is adverse event related to procedure.